Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported post use of the bd vacutainer® urine collection cups there was a needlestick injury - post use. The following information was provided by the initial reporter: customer received a needlestick injury after receiving a cup from a patient. A clinical lab scientist suffered a needlestick injury from the needle on the lid of the bd urine cup. She received a bag containing the urine sample cup without looking at what she was picking up. Her finger slipped through the hole where the needle is contained and stuck herself. The sticker that used to cover the hole where the needle is contained was taken off probably by the patient before putting the specimen cup in the bag.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported post use of the bd vacutainer® urine collection cups there was a needlestick injury - post use. The following information was provided by the initial reporter: customer received a needlestick injury after receiving a cup from a patient. A clinical lab scientist suffered a needlestick injury from the needle on the lid of the bd urine cup. She received a bag containing the urine sample cup without looking at what she was picking up. Her finger slipped through the hole where the needle is contained and stuck herself. The sticker that used to cover the hole where the needle is contained was taken off probably by the patient before putting the specimen cup in the bag.